Manufacturer narrative:
Analysis of programming history.

Event description:
Vns programming history was reviewed, which found that the patient's settings were changed within the visit to those indicative of an incomplete system diagnostic test. Although some of the vns settings were corrected prior to the patient leaving the office, not all of the settings were adjusted.